Event description:
Critical care was placing a mahurkar dialysis catheter into patient and a piece of the guide wire broke off in the patient when he was pulling the guidewire out. The patient had to be transferred to (B)(6) for CT surgery to have this removed. Cxr confirmed radiopaque curvelinear opacity in r neck suggestive of retained guidewire fragment. Patient sent for CT chest without contrast, confirming guidewire fragment in r paratracheal area. Reviewed immediately with vascular surgery, ir, and ctsx. Per ir review, they do not believe fragment to be currently endovascular, and do not feel ir approach for retrieval is possible. I discussed with dr. (B)(6) who feels this will be approachable by r sided neck exploration for retrieval.